Event description:
A physician reported on 2/10/97 in the nasolabial folds, sublabial folds and corners of the mouth. The pt had some bleeding during the injection to the left corner of the mouth which the physician wiped with gauze saturated with peroxide. The bleeding was attributed to the injection procedure. An immediate blanch developed at the site which the physician attributed to the use of peroxide. He wiped the area several times with the gauze which had been saturated with peroxide. The blanch became more pronounced. Topical cortisone cream was prescribed. On 2/11/97, the pt presented with a honey colored crust at the site which the physician believed resulted from slight abrasion due to wiping the area with gauze. Ceftin and elocon cream were prescribed.